Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that during a clinic visit, telemetry issues was reported while interrogating this pacemaker. It was noted that during interrogation, the pacemaker displayed patient heart rate to be less than 30 beats per minute (bpm) even though markers show rate to be around 80 bpm. It was also noted that the electrogram (egm) would drop out when a threshold test was attempted. Technical services (ts) was contacted for troubleshooting assistance. Ts provided troubleshooting recommendations. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, telemetry issues was reported while interrogating this pacemaker. It was noted that during interrogation, the pacemaker displayed patient heart rate to be less than 30 beats per minute (bpm) even though markers show rate to be around 80 bpm. It was also noted that the electrogram (egm) would drop out when a threshold test was attempted. Technical services (ts) was contacted for troubleshooting assistance. Ts provided troubleshooting recommendations. At this time, this pacemaker remains in service. No adverse patient effects were reported.